Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counter reports 642. Right ventricular (rv) pacing lead impedance ranges from 342 ohms initially to 1520 ohms at inappropriate lead noise detection.

Event description:
It was reported that the patient received multiple shocks due to noise. It was noted there was possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d234trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. A 419378, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).